Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, during a scheduled endoscopic tube replacement, a medium sized bezoar was observed at the distal tip of the j tube. The tension of the j tube caused a gastric ulcer by decubitus in the pylorus area. The j tube was removed and the peg tube was replaced. The ulcer was treated with omeprazole 40 mg every 24 hours for 4 months until the patient is examined. The j tube will be replaced after the ulcer has healed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and ulcer are known complications of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.